Manufacturer narrative:
(B)(4).

Event description:
It was reported stated "we're having trouble with the pump so they shut it down". The patient stated at the time she had her pump turned off, she had fentanyl in the pump. The patient stated "I have had problems for a while now, but they finally figured out what was wrong". The patient's catheter "broke off in my spinal cord" and is "floating around in there somewhere". The patient wasn't sure when it happened. A cat scan was done in (B)(6) 2013. The patient believed it was "because I fell outside or something I forget now" and "they didn't see anything. They didn't see anything wrong". The patient reported that about "a year ago, a year before that, they had checked it for some reason and they said it was in place, everything looked great." The patient fell down on her "butt" about two months ago. The next morning, she had numbness from her hips down, and the next day it got worse. The patient went to the emergency room and she had an MRI and was told her pump looked "ok" and there were no problems. The patient went to have her pump refilled and told her managing hcp she was still experiencing numbness. An x-ray was performed. The patient stated her hcp told her that "he believed it wasn't in place". The hcp "checked back into the (B)(6) cat scan that the patient had done and it hadn't been in place at that time but they had missed it and he said he thought even then it had been out of place for a while". The patient was told the catheter is "down several millimeters or centimeters" and "it's down quite a bit further than where it should have been". The patient stated the hcp said her catheter "came apart, from the tubing, and it is now laying in my spinal cord". The patient indicated they were not told of restrictions prior to being implanted. The patient stated that prior to having the pump implanted the hcp did not inform her that there could be complications with the infusion system. The patient stated "I literally only fell two and a half feet maybe" and other than this fall, "I haven't really fallen since early last summer". The patient was told by her orthopedic surgeon that they may leave part of the catheter in her body and she doesn't understand why they would not be able to remove it after only having her pump implanted for two and a half years. The pump was delivering fentanyl. Additional information has been requested but was not available at the time of this report

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 8590-1, lot# n257986, implanted: (B)(6) 2010; product type: accessory, product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Event description:
It was later reported that a catheter break occurred. The catheter portion connected to the pump was removed with the pump and the catheter portion broke off. No injury or symptoms resulted from the explant procedure or catheter portion remaining in the spinal canal. The patient status was reported as ¿alive-no injury¿. It was later reported that an x-ray and MRI were done. No malfunctions were found. The pump was shut off on (B)(6) 2013. The patient experienced ¿central pain¿. A patient fall caused the catheter fracture. The falls and numbness were not related to the device or therapy. A revision or replacement was not planned.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was explanted on (B)(6) 2013. One and a half years prior to this, the pump was 'broken" but was "working fine". The pump never provided relief. It was noted that the patient was allergic to morphine and dilaudid. The healthcare provider (hcp) tried a medication that began with a "p". This medication did not work, so the hcp switched the medication to "fenadryl". The medication was slowly increased, but the patient never had pain relief. It was also reported that the patient fell in (B)(6) 2013, but the pump was not working prior to this. In (B)(6) 2011, the pump was "broken" since then the patient had numbness from the hip down. The pump would "start and stop" but the pump was "working fine" one month later, the patient saw a neurosurgeon. The patient was told that it did not look like "laying on spinal cord would cause numbness" however what this meant was unclear. The patient was also told that the bruising would get better.